Event description:
The manufacturer received information alleging allergic rhinitis mucous membrane irritation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 12, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging allergic rhinitis mucous membrane irritation related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. The device is missing the accessory module flip door. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the addresses the issue of blower, blower box, p4 power connector. Liquid ingress. A contaminate consistent with keratin was observed on the blower box, addresses the issue of keratin. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam did observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and but not address the symptoms specified.